Manufacturer narrative:
Manufacturing date - the date of manufacture of the tier 2 product was 7/18/2016. The date of manufacture of the tier 3 product was 10/26/2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed an noted loose pm on the inside of the inner pouch on the device. Microscopic inspection was performed and determined the particle was a fiber. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the inner pouch of a surgical tool product. There was no patient involvement. No additional information is available.